Manufacturer narrative:
(B)(4). Unable to verify s/w due to constant blank flashing white light on the display. Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform displacement test due to a constant blank flashing white light on the display. The test p-cap locks properly in the reservoir compartment noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was dropped and rattled by shaking with reservoir inside. No harm requiring medical intervention was reported. The device will be returned for analysis.